Event description:
It was reported that there was an under infusion of blood. The clinician believes that the clamp on the saline may have been left open during the blood transfusion. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Although requested, the customer was unable to provide additional details.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.